Manufacturer narrative:
Further review prompted a change in the device analysis results.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the cable was replaced. (B)(4).

Event description:
It was reported that the electrocardiogram (ECG) cable was broken on the programmer. The programmer was returned to the manufacturer for servicing. There was no patient involvement.